Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 590 mg/dl. The customer stated that the insulin pump was shutting off. The customer also reported that insulin pump gives the low battery alarm and the they were able to clear the alarm and complete the rewind. The troubleshooting was decline by the patient for the high blood glucose. The insulin pump will not be returned for analysis.